Event description:
The explanted devices were received by the manufacturer. Analysis on the generator revealed an ifi=no condition. The data in the memory locations revealed that 42.359% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned in seven portions. Dried remnants of what appear to have once been body fluids inside the outer silicone tubing, in some areas. A portion of lead was returned with one tie down attached. On a returned portion of lead the ribbon appeared to be stretched and mangled and the helical misshaped. During the visual analysis of the returned 7mm portion discoloration was observed on the (+) white electrode quadfilar coil and a coil break was observed approximately 3mm from the end of the cut inner silicone tubing. Scanning electron microscopy was performed on the connector end of the (+) white electrode quadfilar coil break (found at 3mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the electrode (mating) end of the (+) white electrode quadfilar coil break (found at 3mm) and identified the area on three of the broken coil strands as having extensive pitting which prevented identification of the coil fracture type with residual material on two. The fourth broken coil strand was identified as having evidence of being worn to the point of fracture with flat spots on the coil surface. Pitting and residual material were observed on the coil surface.

Manufacturer narrative:
.

Event description:
X-rays dated (B)(6) 2016 were provided to the manufacturer for review. The generator is placed in a normal position in the upper left chest. The filter feed-through wires appeared to be intact. Lead connector pin is fully inserted. The lead wires at the connector pin appeared to be intact. Portions of the lead appeared to be behind the generator and could not be fully assessed. A suspect area, possible lead discontinuity is visible on the electrode area of the lead. Further investigations revealed that the xrays images were from a vns patient with suspected lead break.. Additional information received that patient underwent full revision surgery due to lead break. The generator was replaced for prophylactic reasons. The explanted devices have not been returned to the manufacturer to date.

Manufacturer narrative:
Date of event: the previously submitted MDR inadvertently provided an incorrect event date. Age at time of event, date of birth: the previously submitted MDR inadvertently provided the wrong age for the patient at the time of the event.